Manufacturer narrative:
Permobil was informed of an event having occurred approximately 2 years prior, where it was alleged, the user was traversing up an inclined surface in a manual wheelchair while under power of a smart drive mx2+. The device reportedly lost power, stopping forward motion. This allegedly causing the wheelchair to start rolling backwards, spinning around, which forced the end-user to lose balance and fall from the seating where they reported to have sustained an fx to their femur. The allegation presented is the battery had run out of power, and due to an alleged flaw in design, failed to warn the user of the need to charge. Permobil has no record of a report having been received in the timeline in which the event allegedly occurred. Due to duration from event to awareness, permobil is unable to confirm a product failure having occurred, thus is unable to reach a determination as to probable cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report claiming while using a smart drive mx2+ device to propel a manual wheelchair up an inclined surface, the smart drive unit allegedly powered off. This reportedly caused the wheelchair to roll backwards and turn quickly to the side. This action reportedly caused the end-user to lose positioning and fall out of the wheelchair seating, leading to an injury requiring medical intervention to address.